Event description:
The AED blinking red light. There was no patient involved in this event.

Manufacturer narrative:
Misaligned membrane tail. The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 31st may 2018. Upon receipt the device was recording speech chip label mismatch errors, issuing ¿warning, device service required¿ prompts alongside a flashing red status indicator, as per the reported fault. Visual inspection revealed the membrane tail was poorly aligned with the j11 connector, which had resulted in no connection between track 14 (key3_button) of the membrane tail with its associated pin on j11. As no fault was identified on the j11 connector, and the fault could not be replicated after correctly reinstalling the membrane within the connector, this would confirm the reported failure had been due to the misalignment of the membrane tail. Heartsine records indicate the device had performed to specification throughout sam 500p final system test on the 31st may 2018, indicating the membrane tail had made sufficient contact with the j11 pins at this time. Information from history log showed the device issued the first speech chip label mismatch error during the weekly auto self-test on the 18th november 2018, indicating the failure had occurred between these dates. Furthermore, the returned pad-pak was found to be depleted beyond any use. Information from the history log shows a period of approximately 2 years after the first speech chip label mismatch error in which no self-tests were performed. This would indicate that the device was in fault mode during this time which would have resulted in a higher standby current drain and therefore the premature depletion of the installed pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
The AED blinking red light. There was no patient involved in this event.